Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that surgery was performed to reposition the pocket. It was reported that the patient was still not getting good relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. It was reported that the last time the patient had her pump refilled her doctor mentioned that the pump was not sewn in very well and it was moving. Per the patient, it was causing her pain. It was turning sideways, and she could feel it sticking out of her skin. It kind of bulged out, and did not lay flat and if she laid a certain way or positioned a certain way it felt like it was twisting. She stated that she felt the pump moving about 6 months ago and in march she had a very bad fall and since then it had been continuously getting much worse. She also stated that she had put on about 20 pounds since implant. She stated that she would be seeing the surgeon who implanted the pump regarding other back issues she was having that were not related to her pump or therapy and would see if he could fix the pump.